Event description:
Information received indicates the brake is not holding. The caster will lock into brake but continues to swivel from side to side.

Manufacturer narrative:
The technician replaced two brake casters, four caster supports and one main bearing to repair the bed.